Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains implanted. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during the treatment of a moderately tortuous and mildly calcified mid left anterior descending artery, after deployment of a xience v 3.0x15mm stent a dissection occurred. A xience pro stent was deployed to treat the dissection. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Subsequent to the initial medwatch report, the customer reported the device was discarded. There was no reported device malfunction. The reported patient effect of dissection, as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design, or labeling. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.